Event description:
The customer reported 12-lead ECG v6 signal loss. There was no report of patient involvement.

Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. There was no report of patient involvement. The customer reported having isolated the cause of the failure to have been the m1602a 5 lead ECG leadset. The customer replaced the leadset which resolved the reported issue. Based on the customer's report, we will consider this to have been a failure of the malfunction of the m1602a 5 lead leadset.